Event description:
The customer reported to olympus, during routine testing, the oes cystonephrofiberscope tested positive for an unexpected microbial contamination. The issue was found during a routine culture of the scope in which the scope was sampled twice. During the first sampling, the scope tested positive for 3 colony forming units (cfu) of an unspecified microbe. During the second sampling, the scope tested positive for 5 cfus for an unspecified microbe. All channels were tested. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled, and the customer¿s allegation could not be confirmed. The obtained results are in conformance with the requirements. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water channel. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent aniosyme x3 then alyazyme and brushes the instrument channel, suction cylinder and the instrument channel port. The customer uses lta 1824 cleaning brushes. The scope was manually disinfected with several cycles of anioxytwin. No automated endoscope reprocessor (aer) treatment is performed, manual is the only cleaning process performed. Olympus is the maintenance company used by the customer. The scope was not sterilized. The device was returned to olympus for inspection and repair. During inspection it was observed that the insertion connecting tube and the biopsy port mount were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's review of the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices where the following deviation was noted: the subject device was manually reprocessed using peracetic acid. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. After checking the contents of the cyf-5 instruction manual, the reprocessing method is described in the following items. Chapter 6 "compatible reprocessing methods and chemical agents" chapter 7 "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.